Event description:
Boston scientific received information that this device was programmed to monitor only. Additional information received from a boston scientific field representative indicated the patient had recently undergone an ablation procedure where the physician inadvertently left therapy programmed off. Following a red alert notification to the clinic, the physician met the in clinic and restored device therapy. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.